Event description:
Related MFR report number: 2017865-2023-38018. It was reported that a patient to clinic for follow up. Device interrogation revealed oversensing noise on the atrial and right ventricular (rv) leads. Insulation breach was suspected on the atrial lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead was capped and explanted on (B)(6) 2024. Further information was requested but not received.

Event description:
New information received notes that there was actually no intervention performed for the right ventricular lead.